Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra printer need to be configured. Feeding and printing blacked out barcodes. A field service engineer dialed in remotely, reset the driver, and reconfigured the settings. The customer was able to successfully print the patient label. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es zebra printer need to be configured. Feeding and printing blacked out barcodes. Customer tried to reboot the printer, but issue persisted. However, there were no delays or adverse events or injuries reported based on this event.